Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/chronic pelvic pain / pelvic pain left side") in an adult female patient who had essure (batch no. D14833) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy. Concurrent conditions included redness, injection site swelling, difficulty breathing, nausea, diarrhea, dysmenorrhea, menorrhagia and vaginal discharge. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain. The patient was treated with surgery (total laparoscopic hysterectomy; bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: first one did not show occlusion on the left; on an unknown date: but the second one did. Ultrasound scan - in (B)(6) 2018: right ovarian cyst, nothing on left side. The patient's factors for pain aggravation include intercourse, standing, lifting. Relieving factors include heating pad. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ chronic pelvic pain / pelvic pain left side") in an adult female patient who had essure (batch no. D14833) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy. Concurrent conditions included redness, injection site swelling, difficulty breathing, nausea, diarrhea, dysmenorrhea, menorrhagia and vaginal discharge. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (total laparoscopic hysterectomy; bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: first one did not show occlusion on the left; on an unknown date: but the second one did. Ultrasound scan - in (B)(6) 2018: right ovarian cyst, nothing on left side. The patient's factors for pain aggravation include intercourse, standing, lifting. Relieving factors include heating pad. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-mar-2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.